Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article entitled "migration of acetabular components, inserted with and without cement, in one-stage bilateral hip arthroplasty," by ingemar onsten, md, ake carlsson, md, acke ohlin, md, and jan ake nilsson, b.a. Published in the journal of bone and joint surgery, incorporated (1994) 76-a, 185-194, was reviewed for MDR reportability. The study compared the migration of the acetabular component of 21 patients that underwent bilateral thas. Each patient received a charnley femoral component and a charnley all-poly acetabular component fixed with competitor cement on one side and a competitor acetabular component without cement on the contralateral side. The implants were analyzed via roentgenstereophotogrammetric analysis for migration. There was no mention of revision in any case. All patients reported a median charnely score for pain of 6 points. A table was provided that described the patients involved in further detail. Case 4 was a (B)(6) year old male weighing (B)(6) kg with a charnley cup implanted on the right side.